Manufacturer narrative:
Account replaced the brake caster wheels and adjusted the brake and steer casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective of complaints.

Event description:
Account alleged that the brakes will not hold correctly. No injury reported.